Event description:
It was reported that the ventilator was set with a pressure support setting of 25 cmh2o and the delivered pressure was approximately 5 cmh2o. The ventilator had audibly alarmed for low pressure and the low pressure alarm and pressure support light flashed continuously. After the patient was placed on the back-up ventilator, the patient's breath rate, heart rate, and o2 levels returned to normal.